Manufacturer narrative:
Patient height reported as 6 feet. Unknown date in 2008. Additional product codes: mni, kwp, kwq, nkb. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is an attorney. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgery was performed on (B)(6) 2008, for treatment a l5 posterior resection due to a hemangioma with a l4-s1 posterior fusion. During this procedure, the patient was implanted with the (uss) universal spine system implants. The patient was implanted with one (1) 6.0mm/ 200mm ti rod that was cut in half to construct two rods, two (2) ti low profile trans-connectors, four (4) nuts, four (4) collars, two (2) 8mm x 55mm screws and two (2) 9mm x 50mm screws. On (B)(6) 2008 patient was brought back to the operating room for a follow-up procedure, where the patient was implanted with one (1) synex cage implant at the l5 spine disc space level. Post-operative, the patient presented with a lumbar spine infection. On (B)(6) 2008, surgeon performed an irrigation and debridement procedure to address the patient's infection. No pus was found intraoperatively. Tissues appeared healthy. Cultures taken during surgery were reported with no organisms seen on gram stain. Surgery was completed successfully. This is report 5 of 8 for (B)(4). The additional 8 parts are being captured on related complaint (B)(4).